Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin squirted out during manual prime. Customer's blood glucose value was 9.7 mmol/l at the time of the incident. It was reported that there was crack on the reservoir compartment. It was reported that the piston continued to move forward after reservoir contact then insulin squirted out. The insulin pump was returned for analysis.

Manufacturer narrative:
The device received compromised force sensor system alarm during the basic occlusion test due to loose, protruded drive support disk. Unable to perform basic occlusion test, occlusion, prime, compromised force sensor system, excessive no delivery test or verify prime and fill anomaly due to compromised force sensor system alarm. However, the device passed rewind test and displacement test.